Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (damage) issue. The reporter alleged that the pump would lose power because the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history showed multiple power reboots on (B)(4) 2013. Evaluation revealed that the battery compartment was cracked extending from the thread area to the case seal. The battery compartment threads were also found to be damaged. There was no evidence of moisture contamination found in the battery compartment. The battery compartment was not able to be fully secured to the pump due to the damaged battery cap and battery compartment threads. A power loss occurred when the pump was powered on using the returned battery cap. A test battery cap was used to complete the investigation. The pump was able to power on with audio tones, vibrations, and display functioning properly. The pump cover was removed and no evidence of moisture contamination or loose components were found inside the pump. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. Also unrelated to the complaint, evaluation revealed that the up arrow and contrast keypad buttons were intermittently unresponsive. The down arrow and ok keypad buttons responded appropriately to button presses. The keypad was fully intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.